Manufacturer narrative:
The device was not available for evaluation. Imaging provided showed the rod had slipped out from one of the pedicle screws at the top of the construct at l2. The rod slippage from the screw allowed the screw head to regain polyaxial motion. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a creo locking cap has become loose approximatively 1 month post operatively.